Event description:
One touch ultra meter was prompting error 4 message. The pt was taken to the physician's office because the meter would only prompt the error 4 message. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative confirmed that the test strips were in good condition and the correct testing tecnique was being used. The pt's neighbor was walked through a retest and the meter prompted the error 4 message. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.